Manufacturer narrative:
At this time, the product remains in-service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this patient had a seizure that was oversensed on the rv channel causing pacing inhibition greater than two seconds. The patient was life-flighted to the emergency room due to symptoms of pacing inhibition. The plan was to measure noise vs true vf/vt signals and work with the physician to program sensitivity, and the device follow-up was increased. The lead remains in-service. No additional adverse patient effects were reported.